Event description:
The customer contact reported a leak. On an unspecified date, the option-lock male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified medication via gravity. At an unspecified time, the customer contact reported that the male adapter of an unspecified syringe was connected to the female adapter of the proximal port of the 3-port manifold of the tubing set to deliver an unspecified medication via IV push. It was reported that during the delivery of the medication, an unspecified volume of solution leaked from the distal port of the manifold. The customer contact reported that the cap was missing from the distal port. It was reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.